Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A visual inspection and functional test were performed. The damaged door was identified during the functional test. The cause of the condition was undetermined. The device was removed from service due to an unrelated issue that is addressed in a separate complaint. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged door. No additional information is available.